Event description:
A malfunction alarm was reported, identified by the code malf 0, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, resolving the malfunction. The malfunction code did not recur after the reset, and the customer was instructed to call back if the issue happens again. The customer acknowledged and understood the instructions.